Event description:
During functional testing at zoll's technical service department the device displayed a "system fault 36", "pacer disabled" and "defib disabled" message. There was no patient involvement during the malfunction.